Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "minimal amount of liquid and radial folds along the periphery of the implants".

Event description:
Healthcare professional reported right side textured implant, capsular contracture baker grade IV, "minimal amount of liquid and radial folds along the periphery of the implants", "silicone implants with a single lumen and lobulated contours, with a subglandular location. The right implant has a rounded shape than usual" and "pain when manipulating right breast". The device remains implanted.